Event description:
It was reported that a trek rx 1.2x 6 mm balloon dilation catheter (bdc) met resistance on advancement but managed to cross the moderately tortuous, heavily calcified concentric, de novo, chronically total occluded lesion in the mid to distal left anterior descending coronary artery (lad). The balloon ruptured on the first inflation at 3 atmospheres for 2 seconds and got caught on the lesion. On removal of the bdc, there was manipulation of the shaft and the hypotube separated at approximately 20 centimeters from the hub outside of the anatomy. Reportedly excessive force was likely used on advancement and removal of the bdc. The bdc and the guidewire were removed from the anatomy as a single unit. No material detached from the balloon. There were no adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: analysis noted the balloon catheter was returned with blood in the guide wire lumen, on the balloon and on the shaft consistent with insertion into the patient anatomy. There was contrast in the inflation lumen and in the balloon consistent with preparation of the device. The balloon was loosely folded consistent with inflation of the balloon. The marker band had a wrinkled appearance. The wrinkled marker was not reported and may have been the result of force applied during advancement or interaction with the anatomy. The hypotube was separated 14.9 centimeters (cm) distal to the strain relief tubing consistent with the reported shaft detachment. The fracture face was oval shaped. There were four kinks in the hypotube 1 cm, 1.5 cm, 29.8 cm and 39 cm distal to the separation. There was a kink in the distal shaft 9.5 cm distal to the strain relief tubing. There was a kink in the bayonet portion of the hypotube 3 millimeters proximal to the guide wire exit notch. The noted kinks were not reported; however, some may have occurred during the procedure during advancement and some most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the balloon catheter. The refolded balloon crossing profile was measured and met manufacturing criteria. An inflation luer was attached to the separation end of the hypotube and was used to pressurize the balloon to 14 atmospheres, the rated burst pressure, with no damage noted to the balloon. Thus, the balloon rupture could not be confirmed. It should be noted that the trek instructions for use (IFU) states to never apply extreme bending or twisting force to any section of the catheter. Do not use a catheter if the shaft has become bent or kinked, prepare a new catheter. In order to prevent separating of the shaft. If resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Pay careful attention to the distal tip of the catheter, as it is small and thin which can be easily damaged. Continuing to advance or retract the catheter may result in damage to the vessels and/or separation or laceration of the catheter. This may cause a portion of the catheter to remain in the vessel, and necessitate recovery of fragments of the catheter. If a portion of the catheter system becomes separated in the body, the physician must determine how and whether the separated portion of the catheter system should be removed based on the medical condition of the patient. If retrieval of a portion of the catheter system is desired, some options the physician should consider are: forceps, snares and emergency coronary artery bypass graft. The anatomical conditions reported were moderate tortuousity with heavy calcification which appears to have contributed to the physical resistance. The application of force likely contributed to a kink or fracture during advancement such that the balloon was not able to be fully inflated. Analysis of the returned device could not confirm a balloon rupture as the device held pressure at 14 atmospheres with no damage identified to the balloon suggesting that during inflation there was a loss of pressure and subsequently appeared as a balloon rupture as reported. Subsequent manipulation during the procedure and removal attempts resulted in the hypotube detachment. The shaft detachment most likely contributed to the difficulty to remove thus the system was removed as a single unit. The reported physical resistance, shaft detachment,difficulty to remove and material rupture appear to be related to the operational context of the procedure. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a lot specific quality deficiency. Based on the investigation, no product deficiency was identified.

Event description:
Subsequent to the initial MDR being filed, the following additional information was received: the balloon could not be removed from the lesion easily.